Event description:
It was reported that when using the bd pyxis¿ es server, station in retry mode. Customer tried restarting datasync service and station, but problem persists. Checking datasync log, saw an error the insert statement conflicted with the foreign key. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in retry mode. A technical support specialist followed steps in knowledge article (medstation es retry mode insert into tx. Storage item transaction untracked changes in strg.storagespaceitemsnapshot) to fix this issue. The system functioned as intended after the technical support specialist troubleshot the device.